Event description:
It was reported about the substance in battery compartment. The event happened during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a detached downstream occlusion seal. Functional testing was performed. The seal was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.